Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va05ffa, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that 2 weeks prior to the report, the patient fell in their bathroom on their knee and hurt their back. The patient was not in a lot of pain but had a return of symptoms since the fall. The patient contacted their doctor¿s office and had adjusted their settings but it was not helping. The patient¿s stimulation was in program 3 at 1.9v. On the thursday prior to the report the patient had severe leakage and had to change briefs 4 times and they had to change briefs 4 times on friday as well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).